Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The laser machine was examined and tested by an abbott field service specialist (fss). The fss was not able to duplicate reported issue. The fss performed a preventative maintenance. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced a difficult flap creation on the right operative eye resulting in aborting the procedure. A description from the surgery center indicated that two flaps were created for both eyes at 130 microns before the surgeon attempted to lift the flap of the right eye. Since the surgeon was unable to enter the flap of the right eye, the surgeon went back to the right eye and created a sidecut only at 140 microns and adjusted the diameter but the surgeon was not able to lift the flap. The procedure was aborted and the procedure was rescheduled for a later time and will use a different depth at least 40 microns from the original depth, or to consider a surface ablation in the future.